Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the upper part of the fast fix device. The anchor and suture are out of the needle. A little piece of suture is still attached to the anchor, but it was cut or broken from the rest of the thread. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that a material of certification is required with each lot. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation, or use of excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on: b5 & h6 (impact code).

Event description:
It was reported that, during an acl surgery with meniscal suture, after firing, the both t implants of one (1) fast-fix 360 were not fixed. When removing the device, the implants came out still attached to the suture. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl surgery with meniscal suture, after firing, the t implant of one (1) fast-fix 360 was not fixed. When removing the device, the implant came out with it. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.